Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that approximately one month and nine days post port placement procedure, the septum on the port allegedly released from the port body. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that approximately one month and nine days post port placement procedure, the septum on the port allegedly released from the port body. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a clinician holding a power port duo connected to a catheter. The right septum of the port was found partially dislodged from the port base. The investigation is confirmed for the reported material protrusion issue as the right port septum was found partially dislodged in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6 (method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.